Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a lifted electrode and a foreign material underneath an electrode on the tip. During the procedure, leakage current was detected on patient interface unit rl input. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf bi-directional navigation catheter approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed an electrode lifted and a foreign material under an electrode on the tip. Proper manufacturing evidence of assembly was noted on the lifted electrode. The device was connected to the carto 3 system and it was recognized correctly, however, errors 105 and 106 displayed. For this reason, an electrical test was performed and no electrical issues were observed. The errors observed on screen were displayed due to an open circuit at the tip area. Additionally, the device was dissected at the peek housing section and insufficient adhesive application on the wires was observed. A fourier-transform infrared spectroscopy (ft-ir) analysis was requested to identify the foreign material. Overall, the ft-ir data reveals that foreign particles exhibit absorption bands characteristic of polyester material, specifically polyethylene terephthalate (pet). The source of origin cannot be determined. A manufacturing record evaluation was performed for the finished device number lot 31413203l and no internal action related to the complaint was found during the review. The customer complaint was confirmed as the lifted electrode condition could be related to the current leakage reported by the customer. The sensor errors, and foreign material are unrelated to the issue reported by the customer. The potential cause of the open circuit, electrode lifted and foreign material could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being performed to address process opportunities related to adhesive issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).